Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while not within extreme temperatures. Blood glucose level was impacted (400 mg/dl), and was addressed by administering manual injections. It was indicated that the customer will administer manual injections as alternate insulin therapy.